Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported accidentally delivering too much insulin. Caller also reported that the insulin pump's up arrow was sticking. Caller did not recall any significant events leading up to the error. Blood glucose level was 50 mg/dl at the time of the call. No further information was provided.